Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to normal battery depletion however during analysis it was identified that this device did not meet it's expected longevity.